Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device but could not verify the reported issue. Proper device operation was observed through functional and performance testing. The quik-combo electrodes and internal paddle handles were discarded by the customer and were not returned to physio-control for evaluation. Following evaluation, the device was returned to the customer for use. A cause of the reported issue could not be determined.

Event description:
It was reported to physio-control that the customer suspected that their device failed to deliver 4 defibrillation shocks during patient treatment. The customer used both internal paddles and quik-combo electrodes during the treatment. There was patient use associated with the reported event however, there was no adverse patient outcome reported.